Manufacturer narrative:
Device not requested for return.

Event description:
On aug 15, 2017 the manufacturer was notified of this event through patient tracking. On (B)(6) 2017 a pvs27 was explanted and pvs25 sn #(B)(4) was implanted. As per the physician's description, the patient was a redo avr for infective endocarditis with many comorbidities (incomplete quadriplegic, poor mobility). Prior to sizing the valve, the physician misjudged where the true annulus was, which led to the valve being mis-sized. The physician stated that this was a user error, and was not device-related. After deployment of the pvs27, the physician recognized the sizing error, explanted the valve, and deployed the pvs25. The patient was discharged home without issue. The physician estimated that the added cross-clamp time due to the mis-sizing was 25 minutes.